Manufacturer narrative:
Concomitant: 407652 lead implanted (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing-noise and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.